Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by half height cubie drawer 4.2 failing to detect any of the cubie pockets. A field service engineer powered down the device, replaced the drawer and controller boards, and subsequently rebooted the system. Then configured the drawer to its appropriate position on the main device. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus. The customer reported that the users were unable to issue the medication, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.